Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to verify other alarms or the prime/fill anomaly due to the motor error alarm. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer's father reported via phone call that the insulin pump alarmed compromised force sensor system. She was unable to exit the preparing to prime loop. Customer's blood glucose level was 137 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.